Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a leakage event with an infusion set which was leaking from the quick release (qr). The infusion set had been in use for 2 days. There was no stress or pull reported on the tubing. Patient was advised to change the set. No further information available.